Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in united kingdom that midway through an unspecified surgical procedure, it was observed that the internal part of the shaver came apart from the external part. According to the reporter, part of the white plastic which connects the two together snapped and so prevented the item from staying together and could not connect to the handpiece. Another barrel burr had to be opened to continue with the surgery. It was reported that the breakage happened external to the patient and there was no fragment retrieval required. It was reported that there were no procedural or patient anatomy factors which may have contributed to the breakage. There was an unspecified delay in the surgery. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.